Manufacturer narrative:
Additional information: h3, h6: analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that upon interrogation the next day prior to discharge, the right ventricular lead exhibited loss of sensing and failure to capture. X-ray revealed lead dislodgement. The lead was repositioned on (B)(6) 2020. The patient was stable throughout. During that night, the repositioned lead was dislodged again. Loss of capture was observed at the pre-discharge check. The lead was explanted and replaced. The new lead was placed more septal and sub-muscular in the patient 's chest to avoid future lead dislodgement. The physician believed that lead dislodgement was due to patient movement and shoulder manipulation throughout the night. The patient hoisted herself up on her walker. The patient was stable before, during and after the procedure.